Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a connector assembly with the red, arterial luer hub circled. Damage could not be confirmed from the customer photo. The customer also returned one connector assembly for analysis. Signs of use in the form of biological material were observed on and within the returned components. Visual and microscopic analysis revealed both the red arterial and blue venous luer hubs were cracked. Stress marks were also noted around the threads. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit informs the user , "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that both the red arterial and blue venous luer hubs were cracked and had damage consistent with overtightening or repeated tightening of the hubs and becoming pinched between the threads of the dust caps. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found luer hub/fitting has crack during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00046.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found luer hub/fitting has crack during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.